Event description:
It was reported that the buttons on the insulin pump are unresponsive. Customer's blood glucose level at the time 122 mg/dl. The customer jumped in the pool with her insulin pump on. It read that her battery was low and inserted a new battery. The customer received a battery out limit alarm and was not able to clear it because the act and esc buttons were unresponsive. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. No traces of moisture were noted at electronic or motor assemblies per visual inspection. No battery out limit alarm noted. The insulin pump has minor scratches on lcd window.